Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. A field service engineer (fse) identified that smart half height drawer 3.1 and all associated sub pockets were in a failed state. The fse powered down the station and reseated the row board cable on the drawer controller. The fse then tested smart half height drawer 3.1 along with other reported drawers and verified that all drawers were online and functioning correctly in the station application by performing inventory checks. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers 3.1, 3.2, 4.1 & 4.2 were failed. The customer tried to reboot and recover the drawer, but issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.